Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the pump was interrogated and a motor stall occurred and also reported low battery life. It was noted the pump was replaced on (B)(6) 2016. The issue was resolved at time of this report. No symptoms reported. Patient status was alive-no injury. No further information reported.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train, a stall due to shaft bearing, and high battery resistance. Analysis of pump logs found that the pump was infusing the following medications: dilaudid (60mg/ml at 0.372mg per day, clonidine (50mcg/ml at 0.310mcg per day, and bupivacaine (40mcg/ml at 0.248 mcg per day). (B)(4).

Event description:
Additional information was received from a healthcare provider on 2016-nov-01. Document contained no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.